Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extended bolus display was inaccurate. Insulin was delivered as intended. There was no impact to the customer's blood glucose level.